Event description:
Ventilator was running on a pt for approx 2 hours when ventilator stopped cycling. Nurse heard an unusual noise emanating from the ventilator. Pt was taken off ventilator and bagged.